Event description:
Please review summary of 24 cases of IV pump equipment malfunction. Please note that the first 11 cases were previously reported by individual medwatch form. The last 13 cases are of a similar nature and reflect a period of 3/97-to present. It is also important to note that a complaint was made to the local FDA branch on 12/13/96. This eventually resulted in a directed inspection of the mfg firm medex, inc in hilliard, oh. The dist on 12/9-23/97 conducted the inspection. Rptr has also spoken with local FDA branch and two members of the med device team regarding the most recent incidents of IV pump non-infusion which occurred in facility today. As a clinician in pediatric and specifically neonatal practice, rptr is extremely concerned about the ongoing and serious nature of this problem and the potential risk that critically ill pts may face. Ongoing repeated problem. IV pumps do not infuse fluid, although alarm is not ever initiated and pump records normal infusion at set rate and volume. Desferal hung at 1830 on 3/19 (250ml bag). At 1500 on 3/20, same rn noted bag to be nearly 1/2 full approx 100ml, should have been 20 or so. Changed pump, consulted md, infusion rate increased to complete on time. No apparent change in pt outcome, would have delayed discharge of this pt and his brother (also inpatient). Pump sent to biomed, tubing not retained.